Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of a break in aseptic technique and bacterial peritonitis with culture positive for staphylococcus aureus in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis ({pd). On an unreported date in 2011, the patient experienced a break in aseptic technique, described as did not wear a mask. On (B)(6) 2011, the patient experienced peritonitis which did not require hospitalization. On an unreported date, the patient began remedial therapy with vancomycin (2 gm, every fifth day, ip), tobramycin (40 mg, daily, ip), fortum (1 gm, daily, ip), supasefe (750 mg, daily, ip), forcan (150 mg, daily, ip) and metron (dose not reported, daily, ip). The root cause of the peritonitis was a break in aseptic technique. It was not reported if the patient was retrained in aseptic technique. At the time of this report, dianeal pd2 ultrabag therapy was ongoing and the outcome for the event of bacterial peritonitis with culture positive for staphylococcus aureus was resolving. The consumer considered the event of bacterial peritonitis with culture positive for staphylococcus aureus to be unrelated to dianeal pd2 ultrabag therapy. The consumer did not provide an assessment of causality for the event of break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error- poor aseptic technique.